Event description:
On (B)(6) 2010, the patient was implanted with an scs trial system. On saturday, (B)(6) 2010, the rep became aware and reported that the patient had increased pain at her trial lead insertion site and an elevated white cell blood count. The physician subsequently explanted and discarded the trial leads on (B)(6) 2010. In addition to blood tests, the doctor ordered a cat scan and MRI. On (B)(6) 2010, it was reported that the patient was still in the hospital and had an infection at the lead insertion site. The infection was reported as an abscess. The patient will not receive another trial implant.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.